Manufacturer narrative:
1. The customer returned 1 photo but did not return the defective sample. The photo showed blood oozing from the end of the septum. 2. DHR/bhr review(lot # 4052079): 1) the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs; 2) the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3) the leakage test results of (B)(4) pcs in process testing and (B)(4) pcs in outgoing testing were within the product specifications; 4) no unqualified, deviation or rework activities in the production process; 5) the septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1) retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2) the plant has launched CAPA to further investigate the root cause, CAPA # 10977167. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. The returned photos showed the leakage site was at the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause, CAPA # 10977167.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked when removing the needle cone, blood leaked from the isolation plug. No claim is necessary, but a complaint response letter and complaint receipt letter are required. Defective product cannot be returned, but photos are available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.